Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 the customer reported a blank display and an unknown pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the corner of the belt clip rail, missing display window cover. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. No unexpected blank displays were noted during testing. Self test returned a pump error 75. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following pump errors occurred around the event date: pump error 25--3 alarms occurred on (B)(6) 2021 @ 13:00, 13:57, and 17:04, pump error 37--1 alarm occurred on (B)(6) 2021 @ 09:55. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board 1-q19, q22, u22, back of the lcd screen; home motor switch, rust inside the motor end cap. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of a blank display was not confirmed during testing; on the other hand, his/her report of an unknown pump error is confirmed after an inspection of the unit's history files. The high sleep current measurement and the pump errors 25, 37, and 75 are all due to the corrosion on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm but the customer were not able to check the screen as it has blank display due to moisture exposure. Customer stated insulin pump was exposed to water. Customer stated the display was not blank for less than 30 seconds and did not return. Display did not return after restart. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.